Event description:
The customer reported that during an orthopaedic hand procedure, the autobipolar output would not stop activating, even though the bipolar forceps (erbe) were not in contact with the patient's tissue. There was no patient harm.

Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification. The force triad user's guide warns that the use of different cords from other manufacturers may not achieve proper electrical output for this device, thereby failing to produce the desired clinical effect.